Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error e104 anti-fog function deterioration alert appeared. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the event reported by customer was not reproduced. In addition, the following reportable malfunction was identified during the device evaluation: video connector cracked, and universal cable scratched. A root cause could not be identified. Based on the results of the investigation for the newly identified malfunction mentioned above, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.